Manufacturer narrative:
(B)(6). See manufacturer report # 2029214-2021-00240 for the another report related to this article. If information is provided in the future, a supplemental report will be issued.

Event description:
Luo y, yang y, xie y, yuan z, li x, li j. Therapeutic effect of pre-operative tirofiban on patients with acute ischemic stroke with mechanical thrombectomy within 6-24 hours. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. 2019;25(6):705-709. Doi:10.1177/1591019919851167 medtronic literature review found a report of patient complications in association with solitaire fr device. The purpose of this article was to investigate and discuss the therapeutic effect of pre-operative tirofiban on patients with acute ischemic stroke (ais) with mechanical thrombectomy (mt) within 6¿24 hours. Retrospective review of 99 patients with ais within 6¿24 h and evidence of proximal large vessel occlusion who were suitable for mt. They were divided into two groups, group a (with tirofiban, n=56) and group b (without tirofiban, n=43), according to whether they were intravenously infused with tirofiban before mt. Of the 99 cases reviewed, 60 patients were male, and the average age was 65.7 years. The article does not state any technical issues during use of the solitaire fr device. The following intra- or post-procedural outcomes were noted: - 13 cases resulted in patient mortality. - 7 cases resulted in symptomatic intracranial hemorrhage (sich), which was defined as any intracranial hemorrhage that caused neurological deterioration, defined as a 4-point increase in the nihss score.